Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 5.2 b and c rows were not being detected during initial diagnostics. A field service engineer removed all cubies from the drawer and reseated each row board cable, also cleaned debris present. As the issue persisted, the row board cable at the back of the drawer was reseated, and the retractor band was replaced. These actions successfully restored detection of all rows. The drawer was then fully tested using the hardware test application. The customer tested and also performed in the application, and all previous failures were cleared, confirming the effectiveness of the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer reported that a there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer reported that a there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.